Event description:
It was reported that the patient with this right ventricular (rv) lead experienced multiple inappropriate shocks without changes in heart rate. Device interrogation showed an elevated rv lead pacing impedance of 2100 ohms and battery status of less than three months to elective replacement indicator (eri). Stored episodes were consistent with electromagnetic interference (emi) rather than true ventricular fibrillation (vf). Technical services (ts) disabled shock therapies to prevent further inappropriate shocks and advised the health care professional (hcp) to consult cardiology for follow-up. The patient was stable after reprogramming. No additional adverse patient effects were reported. This rv lead remains in service.